Manufacturer narrative:
Taper ii. Medwatch sent to FDA on: (B)(4) 2011. Allergan has received the product, however, the analysis has not been completed at this time. Based upon the partial implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may confirm or determine another connector type associated with this report. Further information from the reporter regarding the serial number and the actual implant date has been requested. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported a lap-band system was explanted due to a "leak at the port site."